Manufacturer narrative:
Company representative evaluated the unit and duplicated the reported problem. As issue was identified with the unit's lcd display. Corrections included replacement of the unit's lcd. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected pt monitoring. No pt injury was reported.